Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 261 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer state that insulin pump had failed battery test alarm it was resolved by inserting new battery. Customer states battery compartment is neither damaged nor corroded. Contacts are neither missing nor damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to the electrical board. Unable to verify failed battery test alarm and perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. The test reservoir does not lock in place due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring.